Manufacturer narrative:
On 11/5/2019, mentor became aware that on (B)(6) 2019, patient underwent removal only. It was that confirmed that patient suffered left side capsular contracture baker grade ii, pain due to internal prosthetic device, hypoplasia of the breast and ptosis of the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade IV. Concomitant products: right side; 475cc mentor memorygel breast implant; catalog number: 3504754bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and was presented with capsular contracture; baker grade IV on her left side postoperatively. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2019, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample, it was found with no apparent damage. No anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).